Event description:
It was reported that when needle is retracted, spring comes out the end after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: when the needle is retracted, the spring rushes out from the rear end, causing the end to rupture.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received one 22ga insyte autoguard needle-hub-spring assembly barrel-grip assembly inside a specimen container. Through the visual/microscopic evaluation, bd observed the safety barrel was broken-cracked and was missing a portion of the component near the bottom. A definite cause for the damage (cracks, breakage) that were observed on the safety barrel could not be determined. This damage would have been noticeable before usage. Since the unit was received used and in an open package, it is unknown if the damage occurred during the manufacturing process, transit or at user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when needle is retracted, spring comes out the end after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: when the needle is retracted, the spring rushes out from the rear end, causing the end to rupture.